Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was damaged. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation adn the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.